Event description:
A competitors stent would not cross target lesion. Physician tried to cross with a wiktor rival, but it would not cross lesion either. When the guide was removed, the stent went unraveled in the iliac. A snare was used to remove the stent with no complications. No further attempts to cross lesion were made.